Event description:
Existing shunt was taken out and a delta chamber inserted. Surgeon noted that cerebro-spinal fluid was coming from proximal end. Component removed and a new one inserted. Sent to mda (medical devices agency) for evaluation.